Event description:
It was reported that the pt experienced inadequate pain control due to a catheter related issue. The catheter was replaced. The pt recovered without sequela. The pump contained hydromorphone and clonidine.

Manufacturer narrative:
Results code refers to the catheter.